Manufacturer narrative:
The unit alarmed error 37 during rewind due to corroded motor home switch. Unable to perform functional testing including rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor anomaly. No traces of moisture were noted at electronic per visual inspection. The unit was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid in the insulin pump. The customer's blood glucose level was 8 mmol/l. The pump was dipped in the pool for 2 minutes. The customer can hear fluid when shaking the insulin pump. The customer does not see fluid under the lcd. There are no cracks on the insulin pump but the customer had to drain water from the reservoir compartment. The customer was advised to discontinue use of the device and revert to a back-up plan. The device has been returned for analysis.